Event description:
Customer reported a past low blood glucose event with an unknown cause, which occurred earlier in the day before contacting support. The lowest reported blood glucose level was 48 mg/dl. Customer consumed carbohydrates to address the low blood glucose level. Customer had a pump with control-iq software, which was active during the incident. Technical support advised the customer to consult a healthcare professional to discuss what may be affecting the blood glucose levels.